Event description:
During the mapping procedure the catheter was heavily twisted while fully deployed in the left atrium, an action that is cautioned against in the product labeling. Spline a signals from firmap 70mm electrodes 1-6 could not be read and later signals from electrodes 7-8 could not be read. Following the mapping, upon removal of the catheter, it was noted that spline c of the firmap 70mm catheter had become disconnected from the proximal shaft during the removal/extraction process. There was no pt injury reported and the diagnostic process with the firmap catheter was successful, allowing for subsequent treatment of the pt. Ref# MFR 3008497357-2014-00001.